Event description:
The customer reported obtaining elevated na (sodium) results for two (2) patients involving the unicel dxc 600 pro synchron system. The elevated na results were reported out of the laboratory and original results amended. There was no change or affect to patient treatment in connection with this event. Customer was running quality control (qc) more often due to electrolyte recovery drift. During the service visit, the field service engineer (fse) found a leak from the check valve on an ion-selective electrode (ise) tube. The leak was contained within the instrument. The fse was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. The results provided by the customer are shown in this report. The customer did not provide patient demographics (age, date of birth, gender, and weight) for this event.

Manufacturer narrative:
The field service engineer (fse) replaced multiple hardware components which included the following: carbon bridge, na (sodium) electrode and an ion-selective electrode (ise) tube. The ise tube was found to have a leaking check valve. The fse replaced all three hardware components to resolve the issue. The fse verified instrument operation.